Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> examination of the returned device confirms the reported event. Device history lot ==> null. Device history review ==> null.

Event description:
It was reported that the fork extractor was fractured. No surgical delay.